Manufacturer narrative:
Section h3: additional information. Manufacturer's investigation conclusion: the reported event of the backup battery (serial number: (B)(6)) having a ¿burnt plastic smell¿ was not confirmed. The returned backup battery was inspected and no physical anomalies or atypical smells were noted. The backup battery was functionally tested and found to operate as intended during analysis. The backup battery was connected to the returned system controller and tested with no issues observed. The controller was connected to a mock circulatory loop for to test for temperature elevations, and the maximum temperature did not exceed device specifications. The returned system controller is investigated under MFR #2916596-2019-03190. The reported event of a ¿replace backup battery¿ message on the system monitor screen was confirmed via the submitted photo; however, the alarm was not observed in the log files or reproduced during laboratory testing. The account communicated that the message temporarily resolved when the backup battery was exchanged, but returned the next day. The controller was then exchanged and no further issues occurred. The reported ¿replace backup battery¿ is investigated further via MFR #2916596-2019-03190. The log file downloaded from the returned controller contained approximately 5 days of data ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). The log file did not indicate any issues with the backup battery. No backup battery fault alarms were captured in the log file. The driveline was disconnected at 14:46:19 on (B)(6) 2019 to exchange the system controller. The pump maintained a speed above or equal to the low speed limit while the driveline was connected. The outer casing of the battery was removed to inspect the internal components, including the main printed circuit board (pcb), and no issues or signs of burn damage were observed. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device, 1 year and 1 month. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient¿s ebb had a unpleasant, burned plastic smell. The vad coordinator reports that there were no burn marks on the battery, but it still smelled. No additional information was provided.